Event description:
It was reported that noise was observed via review of egms. Externalized conductors were found via fluoroscopy. It is suspected that the noise was due to possible lead crush near pocket. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External abrasion was found at 39.3cm to 40cm from the distal tip. The re cables were visible and the etfe coating was abraded. This damage is consistent with friction to the ICD can and could cause the reported noise. Internal abrasion under the svc shock coil was found. The svc cables were visible but the etfe insulation was intact. External abrasion was noted at 12.3cm-12.4cm, 12.5cm-12.6cm, and 16.2cm-16.3cm from the distal end. The rv and re cables were visible in the area, but the etfe insulation coating was intact; these abrasion sites are consistent with that generated via friction to another lead.